Manufacturer narrative:
The pt's medical records were received. A supplemental MDR will be submitted after a completion of clinical investigation.

Event description:
The peritoneal dialysis (pd) stated she recently had stomach pain and was admitted to the hospital. The pt was admitted to the hospital on (B)(6) 2015 and discharged on (B)(6) 2015 with a diagnosis of acute pain. The pt was experienced reoccurring abdominal pain and subsequently hospitalized again on (B)(6) 2015 and discharged on (B)(6) 2015.